Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited the image is dark. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: g3, g6, h2, h3, h4, h6, h11 based on the results of the investigation a definitive root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: image failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image failure due to stress problem on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.